Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked while the patient was using the infusion, fluid leakage was found at the joint and the joint was not tight when changing the dressing. Replace it immediately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history review cannot be performed as no batch/lot number was provided. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.